Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to the device not working as expected. There were no patient complications.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to the device not working as expected. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The balloon was visually and microscopically examined. Visual inspection of the component revealed that there was a tear in the shell that was most likely caused by a sharp instrument that probably occurred during implant procedure. Based on the information available and analysis results, the tear identified in the balloon could have caused or contributed to the reported clinical observation of mechanical non-conformance.